Manufacturer narrative:
(B)(4), 2009. This event concerns a device that was manufactured and used outside the united states. (B)(4).

Event description:
The ICD device involved in this MDR report was interrogated in its original packaging prior to use. However, its interrogation could not be completed. Therefore, another device was used for the implantation. When the device was re-interrogated later, a warning message related to occurrence of a reset was displayed. An analysis of this behavior was requested.